Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when foreign material adhered to the scope. There was no delay to start of pre-cleaning. Water was aspirated through the instrument/suction channel. There were no problems with accessories used for reprocessing. The instrument channel outlet was wiped/brushed with a lint-free cloth, brush, or sponge. The instrument channel was brushed. An evaluation of the returned device confirmed the customer allegation. Due to a cut on bending section cover, water tightness was lost. There were few additional findings. Connecting tube had a wrinkle. The up/down plate and control unit was sticky due to water leakage. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Protector of the video cable section had a scratch. Video connector case had a crack. Video cable had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bending section cover of the videoscope was ruptured. It was unknown when the event occurred. Pre-use check was performed. As part of cleaning, disinfection and sterilization (cds) process, ethylene oxide gas (eog) sterilization was done after cleaning with oer-4 reprocessor. The device was returned and an evaluation at the repair center revealed presence of foreign material inside the forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of foreign material found in the forceps channel could not be determined. What the material was could not be determined. Olympus will continue to monitor field performance for this device.